Event description:
It was reported that the plaintiff presented a claim due to pain after having a right hip bhr primary surgery on (B)(6) 2015. The patient was treated with cortisone injections. Currently, there is no further information available.

Manufacturer narrative:
H10: internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that the patient presented a claim due to pain after having a right hip bhr primary surgery. The patient was treated with cortisone injections. Currently, there is no further information available. As of today, the devices, all of which were used in treatment, remain implanted and therefore cannot be tested. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified the cup and head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. Patient right hip pain was related to his diagnosed greater trochanteric bursitis, he was treated with cortisone injection. It cannot be concluded the greater trochanteric bursitis was related to the implant. The patient impact is determined to be the cortisone injection. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.